Event description:
In 2005 resident was being transferred via mechanical lift, the arm of the mechanical lift broke and resident fell to the floor. In 2005 mechanical lift was removed from patient area and locked out. Mechanical lift had been repaired.